Manufacturer narrative:
D10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during ligament dissection on a total hysterectomy, the jaws of the handpiece did not open even when the handle was released. It was not stuck on tissue when the issue happened. When they tried opening and closing the device outside the surgical field, the jaw opened but it was handled by replacing it with an another product. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during ligament dissection on a total hysterectomy, the jaws of the handpiece did not open even when the handle was released after about 150 minutes of use. It was not stuck on tissue when the issue happened. When they tried opening and closing the device outside the surgical field, the jaw opened but it was handled by replacing it with an another product. The knife blade did not protrude nor extend beyond the edge of the jaws. There was no patient injury.